Event description:
It was reported, the patient had a return of tremors after he fell and broke his right arm on the day of report. The implantable neurostimulator (ins) on the left side was checked with a patient programmer, and it was on. The right side ins was not checked as a compatible programmer was not with the patient. No outcome was reported regarding this event. Further follow up is being conducted to obtain this information. A follow up report will be sent if additional information is received.

Manufacturer narrative:
.

Manufacturer narrative:
Product ID 7426, serial# (B)(4), implanted: 2009 (B)(6); product type implantable neurostimulator product ID 7438, serial# (B)(4), product type programmer, patient product ID 3389-40, lot# j0327094v, implanted: 2003 (B)(6); product type lead product ID 748251, serial# (B)(4), implanted: 2003 (B)(6); product type extension product ID 37642, serial# (B)(4), product type programmer, patient product ID 748240, serial# (B)(4), implanted: 2004 (B)(6); product type extension product ID 3387-40, lot# j0454848v, implanted: 2004 (B)(6); product type lead.

Event description:
Additional information received reported the patient had an injury when the fell and broke their arm. The patient was not aware of receiving a patient programmer for their most recent implant. Next week, the patient planned to have their implantable neurostimulator (ins) replaced due to normal battery depletion.

Event description:
Follow-up information received from a healthcare provider (hcp) reported that the patient was treated at a hospital that the hcp did not have privileges at. The hcp was not notified of any concerns, but the patient¿s wife stated he had tremors in the emergency room (ER) and was at baseline at the time of the report. The patient had an appointment scheduled.